Event description:
It was reported to philips that the device was not booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the host pc monoplane and the hard disk which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system onsite and verified that system not booting up. Upon some functional test, fse found that there is a fault with the host pc and hard disk. Fse replaced host pc along with the hdd. After the replacement of the hard disk drive (hdd) and host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.